Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp indicated that the patient was just implanted and they did not think that the device was working so they wanted a manufacturer representative (rep) to come and check the device. The caller declined to conduct any troubleshooting during the call. No patient symptoms were reported. No complications were reported or anticipated.